Event description:
The customer reported they were not able to use the 9800 system. The data error calibration files were lost. No patient involvement.

Manufacturer narrative:
The service rep reloaded the calibration files. The unit was tested and found to be functioning as intended.